Event description:
The customer contacted physio-control to report that their device had unexpectedly shutdown while charging defibrillation energy, during a patient event. Physio-control contacted the customer in order to obtain additional information about the patient; however, no additional information could be provided.

Manufacturer narrative:
Physio-control reviewed the electronic records and was able to verify the reported issue. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had unexpectedly shutdown while charging defibrillation energy, during a patient event. Physio-control contacted the customer in order to obtain additional information about the patient; however, no additional information could be provided.